Event description:
A family member reported that the patient was admitted to the hospital with blood glucose (bg) over 400 mg/dl and large ketones on (B)(6) 2011. He stated that the patient experienced nausea and vomiting prior to hospital admission. The family member said that the site/set had been changed on (B)(6) 2011. He stated that the site/set was again changed after admission to the hospital, and no issues were found. The family member noted that the patient's bg did not resolve with site/set change, and the patient was placed on intravenous insulin. He stated that there were no issues with the cartridge; no leaking or air bubbles were found. The family member reviewed the pump with animas customer support (cs) and found that the time and date settings were correct; basal and bolus histories were correct; and that there were no associated alarms in the pump history. There were no issues found with the pump, and the pump is not being returned at this time. At the time of the call to cs, the family member reported that the patient was in the ICU and the patient's bg had resolved to 146 mg/dl. This complaint is being reported because the patient experienced hyperglycemia while using the pump.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(6) 2011 with the following findings: the pump was evaluated and found to be operating within required specifications and delivering insulin accurately. Insulin delivery totals correctly reflected programmed values. The pump was exercised for 24 hours with no issues. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
(B)(6). The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.